Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for multiple patient samples. Of the data provided for three patient samples, only the following results were reportable malfunctions. Patient 1 initial sodium result was 1237 mmol/l with a data flag. The repeat results were 151 mmol/l with a data flag and 142 mmol/l. Patient 2 initial sodium result was 155 mmol/l and the repeat result was 142 mmol/l. The initial chloride result was 92.0 mmol/l and the repeat result was 103.0 mmol/l. This patient was (B)(6). Patient 3 initial potassium result was 5.00 mmol/l and the repeat result was 4.27 mmol/l. The initial chloride result was 116.5 mmol/l and the repeat result was 95.6 mmol/l. This patient was (B)(6). No erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. The customer was not aware of any adverse events. The sodium electrode lot number was f17 with an expiration date of 23-dec-2018. The other electrode lot numbers and expiration dates were requested but were not provided. The field service representative could not determine a specific root cause. He assumed there was an issue with one of the ise reagents as the customer replaced all the reagents prior to his visit and there were no further issues at that time.

Manufacturer narrative:
The field service representative found there was an issue with the ise diluent. He replaced all of the reagents which resolved the issue.